Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for use with the cartridge used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the surgeon, who reported that the event continues. The prognosis is that the event will resolve with treatment. There were no cultures taken.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that on the first day following an intraocular lens (iol) implant procedure, a patient developed floating cells in the anterior chamber. The patient is under treatment with topical steroids and oral steroids. The symptoms are improving. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.